Event description:
It was reported that the device could not be interrogated despite using two separate programmers which were otherwise functioning normally. The device battery was good on last interrogation around 1 month ago and the device has only been implanted for 9 months. The device will be explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the device was explanted and replaced.

Event description:
It was reported that the device could not be interrogated despite using two separate programmers which were otherwise functioning normally. The device battery was good on last interrogation around 1 month ago and the device has only been implanted for 9 months. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
The device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.